Event description:
It was reported that the patient presented remotely via merlin.net. Remote alert revealed a tachycardia episode; however, electrograms suggested that the implantable cardiac monitor exhibited electromagnetic interference (emi) noise oversensing. No change or intervention was reported. The patient¿s condition was unknown.

Manufacturer narrative:
Correction: section h6, the health effect, clinical code and the health effect. Impact code should have been "no clinical signs, symptoms or conditions and no health consequences" rather than " insufficient information".